Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Refer to manufacturers report number 3004209178-2015-22816 for ins.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient did not have a clinically undesirable experience. Electrode 0 impedances exceeded 10,000 ohms. The outcome was reported as ongoing with no further actions needed. Interventions included reprogramming. No diagnostic methods were performed. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure. No signs or symptoms were reported. Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The etiology was noted as related to the lead. The etiology was noted as not applicable to the device or therapy and unlikely related to the implant procedure.